Event description:
(B)(4). Initial and additional information received from a nurse on 26-jan-2009: a female patient received injectable poly-l-lactic acid (sculptra) [lot number and expiration date unknown] for "cheeks" and the two sides were uneven (age, therapy date and dose unknown). The patient was not irate but the physician was trying to correct the asymmetry caused by human error. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the united states. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received from a nurse on 05-may-2009: the healthcare professional data collection form, medwatch and sculptra adverse event form were returned blank with a handwritten note. The nurse writes "this patient did not get the treatment of sculptra from us. She came to us asking if we could "fix" what another doctor did. Please stop bothering us about this matter." No further relevant information reported. Additional information received from a nurse on 10-jun-2009: the healthcare professional data collection form and medwatch were returned blank with a handwritten note. The nurse writes "again this procedure was not done in our office, she just came to us for correction. Please stop contacting us. I don't know where she got it initially." No further relevant information reported.